Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) stopped working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial testing the cs100 intra-aortic balloon pump (iabp) stopped working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. During repair a low pressure was detected by compressor problem. The getinge fse replaced the compressor to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.